Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that there were annular artifacts present in images. There was no report of misrepresentation as a result of the artifacts. A philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse confirmed that artifacts were present on scan images in the region of interest. The fse visually inspected the system and found the cause of the artifact to be a failed compensator in the a-plane collimator. The fse replaced the replaced the compensator to resolve the issue and the system was returned to clinical use. This issue has been determined not to be a reportable event.